Event description:
It was reported that the patient presented for a routine day-one check in the clinic. During interrogation, it was noted that the pacemaker displayed the error message, ¿erroneous parameter values were detected.¿ the pacemaker also exhibited telemetry lockout. Programming changes were made. The patient remained in stable condition.